Manufacturer narrative:
The field service engineer found that a sipper probe was not straight and pinch tubing was showing signs of wear. The liquid level detection circuit board was replaced and adjusted. A tube was aligned. The sample probe, mixer, and sipper probe were cleaned. Performance testing was run and was successful. No further issues have occurred since these actions.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The first sample initially resulted in a troponin t value of 35.52 pg/ml accompanied by a data flag. This initial value was reported outside of the laboratory to medical personnel. The result was questioned since it did not match the patient's historical data and a repeat was requested. The sample was repeated, resulting in a value of 5.70 pg/ml. The second patient sample initially resulted in a troponin t value of 11.03 pg/ml on (B)(6) 2022 and repeated as 3.74 pg/ml on (B)(6) 2022. No incorrect results were reported outside of the laboratory for this sample. The sample was repeated since the patient did not have any historical data. The troponin t reagent lot number was 52366901, with an expiration date of (B)(6) 2022.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.